Manufacturer narrative:
Investigation: samples received: three open samples. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open samples. The ampoules of the open samples received have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found in two of them. The leakage of the glue occurs at this point in these two samples as can be seen in the enclosed picture. The third ampoule also presents leakage but it could be caused by the storage conditions (sealing bar of the ampoule is correct) due to the ampoule presents signs of stress. As indicated in the instructions for use of the product, histoacryl® should be stored at ambient temperature below +22 °c. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil b.braun surgical requirements. Final conclusion: taking into account that the results of 2 of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported ampoule leakage. The reporter indicated that the seven (7) leaking tissue gels were found in the operating room. They were not used on patients.